Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured, had high impedance, and noise was reported on the ventricular electrogram. The rv was capped and replaced. No patient complications have been reported as a result of this event.